Manufacturer narrative:
A2) patient age - average age, 68.75 a3a) patient sex - females 39, males 81 a3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from turkey, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection is listed as a possible complication with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 07sep2018) ¿hybrid atherectomy for lower extremity peripheral arterial disease¿. The study retrospectively aimed to evaluate the effectiveness of directional atherectomy with a phoenix atherectomy system in lower extremity peripheral arterial disease (le-pad). A total of 120 patients were enrolled in the study between october 2014 and october 2017. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 3 patients who experienced vessel dissections; procedure continued and completed successfully. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 07sep2018 has been used, the date of publication. Turkyilmaz, saygin,kavala, ali aycan. 2019. Hybrid atherectomy for lower extremity peripheral arterial disease vascular, 27(1): 60-70. Https://journals.sagepub.com/doi/10.1177/1708538118797552. This report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.